Event description:
A customer reported no vacuum on a cataract system during a procedure. The customer stated it was user error due to the vacuum level was turned down. The procedure was completed with the same system. There was no pt harm.

Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported event. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The customer reported event cannot be confirmed. The customer did however, state that the reported event was due to user error as the vacuum level was turned down. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was attributed to vacuum settings that were too low. (B)(4)